Manufacturer narrative:
Reference MFR report # 2916596-2016-01199 for the report of the driveline repair and continued driveline fault alarm requiring the driveline fault alarm to be silenced. Reference MFR report # 2916596-2016-01902 for the report of the pump exchange due to elevated ldh/hemolysis and return of the lvad. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 3 months. (B)(4) was returned for investigation. Evaluation of the returned device identified damage to the percutaneous lead. (B)(4) was returned with the driveline cut approximately 1 inch from the pump housing. The severed portion of the driveline was also returned, in two sections. A driveline repair site was present on the severed portion. The repair site was disassembled and no problems were found. No damage to the outer jacket was observed. Electrical continuity testing of the returned portions of the percutaneous lead did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Breakdown of the metal shielding was identified between approximately 9" to approximately 12" from the pump housing. Visual inspection identified a breach in the insulation on the brown wire near the pump housing. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage to the insulation, the underlying brown wire conductor was exposed. The brown wire represents a redundant wire in motor phase 2. If the damage was present during pump operation, a short-to-shield could have occurred while on power module support. The driveline wires were put under tension and the brown wire broke at the pump housing. This suggested that the brown wire had inner conductor breakdown, which may have caused the driveline fault alarms that were identified in the log file extracted from pc-48501-k and previously reported within MFR #2916596-2016-01199. The distal and mid portions of the returned driveline were submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. No further driveline damage was identified. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient underwent a pump exchange on (B)(6) 2016 due to elevated lactate dehydrogenase (ldh) and hemolysis. During the evaluation of the returned pump by the manufacturer on 05/09/2017, a device malfunction was discovered that was unrelated to the reports of hemolysis and device exchange. The evaluation of the returned pump identified a breach in the brown wire insulation near the pump housing. The patient had previously reported driveline fault alarms, and the alarm had been permanently silenced in (B)(6) 2016. No additional information was provided.